Manufacturer narrative:
Updated data: h6 conclusion: a review of the device history record shows that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report is as follows: upon review of the event, it was determined not to be related to the device. The event of liver perforation and the severity are determined not to be related to the device based on information provided by the customer which states the valve was implanted successfully with no paravalvular leak (pvl) or coronary obstruction and the cause of the perforation was likely due to the temporary pacing wire placed pre-procedure. The liver perforation likely resulted in the hemodynamic compromise, life-saving measures, surgical intervention and death. No further action is required at this time. Vascular complications, such as perforation, is a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, a conclusive root cause of the vascular complication cannot be determined. Based on the medical sme assessment, the liver perforation was likely caused by the temporary pacing wire placed pre-procedure. However, a conclusive cause could not be determined. Cardiac arrest is listed under the potential adverse events per the device IFU, and can be related to several factors (procedure, patient comorbidities, etc.). Per the physician, the cause of the cardiac arrest was low blood volume, but this could not be confirmed and a relationship between the cardiac arrest and the device or procedure could not be determined. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the cause of death was likely the liver perforation. With the information available, a conclusive cause could not be determined and a relationship between the device and the death could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: gwbc30 (lot: 92106989); product type: 0193-guidewire; product ID: l-evprop23-29 (lot: 0012033775); product type: compression loading system (cls); product ID d-evprop23-29 (lot: 0011985940); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a hemodynamically compromised patient, the valve was deployed successfully. Contrast injection was performed to identify the hemodynamic stability of the patient. The patient was stable, and perfusion of the coronary arteries was present. There was no paravalvular leak (pvl) reported. A "quadro piora" followed by cardiac arrest occurred. The medical team formed with cardiac surgeons performed surgical intervention. Exploratory laparotomy surgery and liver perforation were verified. It was reported that liver perforation was great extension was likely caused by the "electrical of the provisional passo brand". Liver drainage and suturing of the "feriment" were performed. Cardiopulmonary "resurgence" was noted. Vaso-active medications and hematic concentrate were administered. After multiple unsuccessful attempts to reverse the "quadro" with various techniques, the patient was pronounced dead. It was reported that per the physician, the cause of the event could not be determined.

Manufacturer narrative:
Updated: a1, a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the valve was implanted successfully and that the patient was stable after valve implantation. Clarification was received that worsening health condition followed by cardiac arrest occurred. Following the perforation, liver drainage and suturing of the injury were performed. Cardiac massage was performed. Per the physician, the cause of the cardiac arrest was low blood volume. Per the physician, the liver perforation was caused by the temporary external pacemaker wire. Per the physician, the cause of death was the liver perforation.

Manufacturer narrative:
Image review: only two intra procedural static fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 71.7mm with a perimeter derived diameter of 22.8mm suggesting a 26mm evolut. The aortic valve appeared to be significantly calcified with protruding calcium in the annulus extending to the left ventricular outflow track. There is evidence that a pre balloon aortic valvuloplasty was performed. The second fluoroscopic image shows evidence of contrast extravasation during the deployment attempt from an unknown origin which could be indicative of a perforation. No further images were provided thus it is not possible to conclude assessment and determine cause of death and this review is inconclusive. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.